Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was revised due to a dislocated post. During surgery, the post was found to be back in place; however, an articular surface exchange was still performed.